Event description:
The caller reported that his daughter was leaving to go to church and she started to feel ill. The caller checked the device and noticed a crack in the seam of the device by the battery compartment. His daughter's blood glucose elevated to 500 (mg/dl).